Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted at the medial anterior 2/posterior 2 (a2/p2) leaflet segment. The mr was reduced to grade 2-3. A second clip was implanted at the lateral a2/p2 leaflet segment. And the mr was reduced to grade 2. On (B)(6) 2019, transthoracic echocardiogram (tte) was performed and it was noted that the mr had increased to grade 2-3. A single leaflet device attachment (slda) occurred, with one of the clips detaching from the posterior leaflet. It is unknown which clip detached. No intervention has been performed at this time and treatment options are being considered. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (rotated and dilated heart, posterior leaflet was thin and prolapse toward medial) contributed to the reported single leaflet device attachment (slda). The increased mitral regurgitation (mr) is likely due to the reported slda. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.